Event description:
It was reported that pump repeatedly displayed cgm error 42 despite customer support walking caller through complete pump reset process. There was no reported impact to the customer¿s blood glucose level. Customer was advised to continue using current pump and rely on alternate insulin method if necessary until replacement arrived.